Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of these el reservoirs, it was reported that the customer performed a routine pre-wetting of the devices with plasmalyte-a and heparin is routinely performed by perfusionist prior to cardiopulmonary bypass surgery. This process revealed an unexpected cloudy solution in the reservoir. The second perfusionist asked to view the reservoir contents. The or (operating room) staff was notified. The reservoir was removed and replaced with another el reservoir of the same lot number. The new reservoir was pre-wet with plasma-lyte a and heparin with no visual cloudiness. This reservoir was used during the surgery. Clear reservoir solution was poured into a second medtronic el404 reservoir, and the clear solution became cloudy. This clear to cloudy change would indicate contaminant in the reservoir and not the solution itself. The second perfusionist again asked to view cloudy solution. The second reservoir with cloudy fluid, and associated contact tubing, was removed and sequestered. The second reservoir was replaced with a livanova reservoir. Both the existing medtronic and new livanova reservoirs were re-wet without incident and patient procedure proceeded as scheduled, also without incident. There was no adverse patient effect associated with this event.